Manufacturer narrative:
Device details unavailable at the time of this report, (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was treated with antibiotics (type and date not reported). Clinical management is ongoing.